Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was performed due to medial subsidence of implant and loosening. The tibial baseplate was removed. The primary operation was performed on 2016.

Manufacturer narrative:
It was reported that a revision surgery was performed due to medial subsidence of implant and loosening. The tibial baseplate and the ps xlpe insert were removed. The primary operation was performed on 2016. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. Some potential causes could include but are not limited to fit/sizing, traumatic injury, abnormal motion over time or patient medical history. A clinical evaluation noted that requested surgical reports and x-rays will not be provided, and the explanted devices will not be returned for evaluation. Therefore, the patient impact beyond the revision cannot be determined. Due to the limited information provided, no further clinical assessment is warranted. Without the patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.